Event description:
During follow-up, a warning for shorted output stage detection (sosd) was observed on the device. The device had delivered appropriate high voltage therapy previously. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.